Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped, cracked and had a white clouded area, the water removal ability did not meet the standard value due to clogging of the nozzle, the adhesive around the objective and light guide lenses was peeled, the light guide lens was cracked, the connecting tube was wrinkled, the objective lens was chipped, a flare occurred due to a chip on the objective lens, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The evis lucera colonovideoscope was returned with no information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material which adhered in the air/water nozzle and was not sufficiently removed since reprocessing failed to be performed in accordance with the instructions for use, which resulted in clogging of the foreign material. The cause of entering of the foreign material was unable to be specified since details of handling information was unavailable. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.